Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the distal conductor had blood/body fluid (not obstructed), the distal conductor was fractured due to overstress, the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, there was a tip seal observation and the lead was damaged at implant. The analyst noted that the helix cannot be extended or retracted due to distal conductor being distorted and fractured within the connector.

Event description:
It was reported that during the implant procedure, the physician felt resistance on the helix of the lead and felt it would no longer work. It was also noted that the lead impedance increased and was high. The lead was not used and was replaced. No patient complications have been reported as a result of this event.